Event description:
Received complaint via medwatch was received through FDA's medwatch program. I received juvederm and while sticking the needle in my facial lines, I felt electricity in my face. It "swole" up and the next day, it was starting an infection. It got worse for 7 days, saw the doctor 3 times and [the physician] ordered an MRI of [my] face. I had to take two rounds of antibiotics and could not leave the house for three weeks but to see the doctor who administered it and for the x-rays. They did not have me clean my face. In my opinion is that they introduced bacteria off my face into the needle prick. I now have a scar on the side of my face...."